Event description:
The customer reported that during synchronized cardioversion, the defibrillator failed to charge. Another defibrillator was made available and used to treat the pt. No other details were reported. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.